Manufacturer narrative:
A ge service rep performed an on-site investigation. The memory board was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that there was no subtraction or cartography (cine function) available on the system. This resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.